Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. The customer's blood glucose level was 100-200 mg/dl. Reportedly, the customer has a alternate pump to use for insulin therapy.